Event description:
The patient reported that she was hospitalized in 2009, due to elevated blood glucose. She stated that her blood glucose measured 24.7 mmol/l (445 mg/dl) when she woke up. She stated that there was an issue with her infusion set and she changed the infusion set and bolused (amount unknown). After 3 hours, her blood glucose measured 32.9 mmol/l (592 mg/dl) and she bolused 15 units of insulin. Her blood glucose lowered to 30.8 mmol/l (554 mg/dl). She stated that her blood glucose elevated again before dinner, and she called the hospital. She was hospitalized for 1 night. She again found an issue with her infusion set and she changed it. She believes the infusion device should have displayed an e4 (occlusion) error. No errors were displayed. She switched to her backup infusion device and her blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.